Manufacturer narrative:
(Date of event): date of event was approximated to be (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator round cold snare was to be used in a procedure on an unknown date. According to the complainant, during the procedure, when the snare loop was extended, the metal grommet extended out of the sheath. When the nurse or the technician was trying to close their hand to cut the tissue, instead of having a smooth cutting process, the grommet hung up on the sheath and when enough force was exerted on the handle, the snare loop retracted suddenly/unexpectedly.